Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report leak. It was reported that during preparation of the steerable guide catheter (sgc), the sgc was lifted while the sgc tip was submerged in water to test the hemostatic valve. However, air entered through the valve. The sgc was de-aired and tested two more times with the same result. Therefore, the sgc was not used in the patient and the procedure continued with a new sgc. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.